Manufacturer narrative:
(B)(4). Corrected data: supplemental medwatch sent with the device analysis but the 3500a codes were not included.

Manufacturer narrative:
(B)(4). Batch # p56y8m. Device analysis: the ec60a device was received for analysis with no visual non-conformances and with an ecr60b cartridge reload loaded on the device. The cartridge reload was received partially fired 1/3 consistent with an incomplete or interrupted cycle. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 9/7/2017. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the jaws eventually open to release the tissue? If no, how was the device removed from the patient? Was the blue cartridge ecr60b or gst60b?

Event description:
It was reported that during a gastric bypass, at the moment of the second firing, the echelon got stuck at 1/3 of the firing. The technician explained how the device could be unlocked, but without success. The echelon got stuck, when surgeon firing the blue cartridge. The technician provides another echelon for the surgeon to continue the procedure.